Manufacturer narrative:
(B)(4). Date sent: 12/28/2023 d4: batch # 169c37. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with two gst45g reloads(b and c) and one gst45w reload(d) present. The reload(b) was received partially fired 1/3, the reload(c) was received partially fired 1/2, the reload(d) was received unfired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. After resetting the reloads(b and c), the bailout system was reset and then, the returned device and reloads were tested for functionality in the straight position by resetting and reloading them into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, during the functional test, the knife could reverse automatically, the reverse button was functional and the device could open and close without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event "difficult to open", "would not reverse knife automatic", "would not reverse button force", the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. Slide the knife reverse switch forward to return the knife to home position. At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. The event described "difficult to open", "would not reverse knife automatic", "would not reverse button force" could not be confirmed as during the functional test, the knife could reverse automatically, the reverse button was functional and the device could open and close without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 169c37, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, could not fire. Changed another one to continue the surgery, the same problem happened again. And the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.